Event description:
The customer reported that the device provides intermittent readings & power's on and off by itself. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the customer confirmed the device will not return at this time to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact. The initial reporter did not provide their personal information. Per a review of the warranty-report for the device's serial number ((B)(6)) the owner for this device is "medline industries b33".